Event description:
Procedure: thoraco/partial resection of lung. According to the reporter: during 1st firing, the handle became stiff and could not be squeezed after that. The surgeon commented the stapler made strange noise. The tissue was not thick and the proximal end of the jaws did not grasp layers of tissue. New stapler and new cartridge were opened to complete procedure. There was oozing, tissue damage, and unanticipated tissue loss. Pt status: no problem.

Manufacturer narrative:
(B)(4).